Event description:
A malfunction alarm was reported, but no notable events occurred prior to it, and there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The malfunction code was resettable, and technical support provided instructions for resetting the pump, which the customer successfully did. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.